Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction (ami). The target lesion was the proximal/mid lad. The lesion was reported to be: de novo, concentric, a bifurcation lesion, 25 mm in length, vessel diameter of 2.5-3.0 mm, and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 8 atm for 30 sec. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 16 atm for 60 sec. An additional cypher 3.0 x 13 mm stent (stent #2) was implanted at 16 atm for 60 sec in overlapping fashion. The stents were post-dilated with the 2.5 x 20 and 3.0 x 13 mm stent delivery system (sds) balloons at 18 atm for 30 sec using the kissing balloon technique (kbt). Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received a cypher stent was associated with late stent thrombosis. The event involved a male with unknown history. The indication for admission to hospital was an acute myocardial infarction. Emergent coronary angiography was conducted revealing a de novo, 25mm, concentric, and a bifurcated lesion in the proximal to mid left anterior descending artery. The vessel classification was type c and the reference vessel diameter was 2.5 to 3.5mm. The safety and effectiveness of cypher has not been established in these types of vessels and/or lesions including those located at a bifurcation. Additionally, cypher is contraindicated for use in patients with an acute myocardial infarction within 72 hours. The lesion was treated with pre-dilation followed by implantation of a 2.5 x 18mm cypher stent at 16 atm. A 3.0 x 13mm cypher stent was then implanted at 16 atm proximal and overlapping the first. Post-dilation and ivus were conducted. Timi flow increased from 0 to 3 and residual stenosis was 0% following the intervention. The patient was given asa, ticlid and heparin on the day of the procedure, however, the ticlid was replaced with plavix due to an unspecified side effect. Plavix and asa were prescribed at discharge. The use of gpiib/iia inhibitors was not documented. Act values were not measured. One year following the index procedure, the patient was admitted to hospital with chest and back pain. Repeat coronary angiography revealed a thrombus at the distal edge of the distal cypher. Treatment included aspiration. The patient was discharged three days later. The products remain implanted in the patient and thus not available for evaluation. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The physician commented the possible cause of the thrombotic event might have been related to patient non-compliance with the prescribed antiplatelet medications. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient, vessel and lesion factors that may have contributed to it. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that one (1) year after the index procedure the patient complained of chest and back pain. The patient went to the hospital. Coronary angiography was done and thrombus was observed in the distal edge of the first (of two) cypher stents implanted during the index procedure. The stent is a cypher 2.5 x 18 mm stent implanted in the mid left anterior descending (lad) coronary artery target lesion. There was no thrombus reported in the other cypher 3.0 x 13 mm stent that was also implanted during the index procedure. The late thrombosis was treated by aspiration of the thrombus. The patient was reported to have recovered and was discharged from the hospital three (3) days after the intervention. The physician's comment regarding the possible cause of the adverse event was that it may have been due to the patient not taking the antiplatelet therapy appropriately and that the plaque might rupture at the distal edge of the first cypher stent.